Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: device alarms with loss of external power. Batteries do not charge when plugged in to ac no health consequences or impact. Unknown if patient involvement.

Event description:
The following was reported to hamilton medical ag: device alarms with loss of external power. Batteries do not charge when plugged in to ac. No health consequences or impact. Unknown if patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.